Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that at the time of kit inspection, the articular surface provisional shim was found to be missing a ball bearing.

Manufacturer narrative:
Visual inspection of the device confirmed that one of the two ball bearings and associated spring was found missing. The missing ball bearing and spring were not returned. The device exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The lot was manufactured on (B)(6) 2013 and has therefore been in the field for approximately two years and four months. It is unknown for how many times the device is being used. These devices are used for treatment. Corrective and preventative action has found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on (B)(6) 2014. Based on the information provided, the root cause has been determined to be a previously addressed design issue.